Event description:
The customer reported that the surgeon discovered the aa4203tl single piece silicone lens was torn after it was placed in the eye. The incision was slightly enlarged to accommodate the replacement lens. No sutures were needed. There reporter stated the event was likely due to a loading error since they were training a new tech.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4) - incision enlarged. Torn material. Evaluation results: visual inspection of the returned lens showed both the optic and a haptic was torn and there was a clear surgical residue on the lens. (B)(4).